Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A philips field service engineer (fse) went to the customer site. The fse found in the monitor log record there have been inop's present to notify the customer. The fse found the user was unaware of the displayed inop's for "nbp interruption" and "nbp measurement error" which should have caused the customer to check immediately about the interrupted measurement. It can not be confirmed that there were issues with twisted or bent nbp tube as the patient was covered with drapes. It was confirmed that the user was unaware and probably not trained well about the inop's which was present on the monitor. The engineer was able to confirm the product was functioning as intended. The device was tested. The device was fully functional. The customers issues was resolved by instructing the customer which is considered as all that is warranted for this issue. The customer confirmed the issue was caused by part of the customer staff who did not respond tot he alarm not aware about the meaning of the inop and not be proper trained and so does not represent a product failure. The customer was advised that in the instructions for use (IFU) a clear warning states: kinked or otherwise restricted tubing can lead to a continuous cuff pressure, causing blood flow interference and potentially resulting in injury to the patient. .

Event description:
It was reported that the blood pressure cuff remained inflated for about to hours. The device was in use at time of event. Adverse event was reported. The patient's right hand was compressed, causing subcutaneous bleeding and nerve palsy, which improved after a week of follow-ups.